Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: vyaire medical field service representative (fsr) went onsite to check and repair the unit. Log analysis shows no alarm 303 is visible. Most likely customer got confused with the alarm 300-" device failsafe" triggered as a part of the self test. Three (3) self tests were performed on (B)(6) 2023. As a resolution, after performing base unit test, oxygen troubleshooting and oxygen gas path test. Ventilator meets factory specifications. A definitive root cause could not be determined as no device failure detected.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire technical team verify the date and time of the event to help determine the issue. No update received yet. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had alarm 303 - communication to epc disconnected during pre testing and while stand by. Furthermore, there was no patient associated with the event.